Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, access was obtained via the patient's right carotid artery, and the delivery catheter system (dcs) was inserted. The dcs was then advanced to the aortic annulus where the valve was then implanted. The non-medtronic (dryseal) 18 french (fr) introducer sheath was then removed. After removal of the introducer sheath, decreased flow was identified via digital subtraction angiography (dsa) in the right carotid artery. It was suspected that the posterior wall intima of the vessel may have dissected and stenosed due to "vessel elevation." Subsequently, surgical repair was completed with sutures. The recovery of blood flow was then confirmed, and the patient was returned to their room. Additional information was received that a non-medtronic guidewire was used during the implant procedure. The minimum diameter of the access vessel was 5.6 millimeters (mm). It was clarified that vessel elevation refers to the technique of lifting the access vessel by placing a suture during right carotid access, and the intimal dissection of the posterior wall of the access vessel was confirmed. The dissection probably occurred during insertion of the 18 fr non-medtronic sheath. Per the physician, the cause of the dissection was probably due to the non-medtronic sheath catching on calcification during insertion, and the dcs was not the direct cause. The non-medtronic guidewire did not cause or contribute to the dissection. The patient's partial calcification in the vessel at the site of the dissection and decreased flow was thought to be the cause of the dissection.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, access was obtained via the patient's right carotid artery, and the delivery catheter system (dcs) was inserted. The dcs was then advanced to the aortic annulus where the valve was then implanted. The non-medtronic (dryseal) 18 french (fr) introducer sheath was then removed. After removal of the introducer sheath, decreased flow was identified via digital subtraction angiography (dsa) in the right carotid artery. It was suspected that the posterior wall intima of the vessel may have dissected and stenosed due to "vessel elevation." Subsequently, surgical repair was completed with sutures. The recovery of blood flow was then confirmed, and the patient was returned to their room.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.